Event description:
The surgeon was unable to fully seat the ceramic liner within the trident psl shell, lot 93amhe after several attempts. He had reamed the acetabulum to 51 mm and cleared any tissue surrounding the shell and whilst trying to seat the liner, the trident shell also became loose and had to be re-impacted with 2x screws inserted. After the shell was re-impacted, the surgeon decided to use a polyethylene insert instead of the ceramic insert. Patient ended up with a fracture in the acetabulum.